Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas 6000 e 601 module (e601). The sample initially resulted with no value, only a flag indicating a sample clot. After recentrifuging, the sample was repeated, resulting as 7.16 ng/l and this value was reported outside of the laboratory. The doctor complained about the result since it was not compatible with the patient's other clinical symptoms. The sample was repeated a second time, resulting as 580.0 ng/l accompanied by a data flag. The sample was also repeated twice on a different e601 analyzer, resulting as 549.0 ng/l accompanied by a data flag and 568.1 ng/l accompanied by a data flag. The patient was not adversely affected. The tnths reagent lot number was 138696, with an expiration date of 07/31/2017. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue can most likely be excluded. Calibration recovery was within expected limits and controls showed no indication of an issue. The alarm trace did not indicate an issue at the time of the event. The most likely root cause relates to poor sample quality as the sample showed a sample clot alarm upon first measurement. Another possible root cause for this event may be insufficient maintenance.